Event description:
It was reported that the insulin pump had no audible tone during an alarm. Troubleshooting was performed and confirmed that there was no tone, just vibration. No further information was provided.